Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 at 12:30 am with blood glucose of over 300 mg/dl. The customer reported that she was so weak and dizzy that she could not get up by herself and she started vomiting due to diabetic ketoacidosis. The customer was treated with insulin pump. The customer¿s blood glucose level was 102 mg/dl and after some time without having food customer¿s blood glucose level was 227 mg/dl and the after treating it with insulin pump blood glucose level went down to 170 mg/dl. The customer¿s blood glucose level was running in the 400's mg/dl. The drive support cap was normal. The customer performed high pressure test and it passed. The customer was discharged from the hospital at 10 am on (B)(6) 2018. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.